Event description:
The customer reported that the system's left monitor was intermittently flickering on and off. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the fluoro functions board and tightened all video connectors. The system was tested and found to be working as intended and put back in service.